Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 001627487-2014-08377. It was reported the pt was experiencing ineffective stimulation due to lead migration. Additional info received identified the pt's leads were explanted and replaced during surgery on (B)(6) 2014. The pt is reportedly receiving effective stimulation postop.